Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when turning on the programmer it smelled like it was burning and was not able to boot up. Furthermore, the programmer will be replaced and returned for repair/analysis. No adverse patients effects were reported.

Event description:
It was reported that when turning on the programmer it smelled like it was burning and was not able to boot up. Furthermore, the programmer will be replaced and returned for repair/analysis. No adverse patients effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual evaluation of the programmer was performed. The allegation of this programmer based on the field report and the finding of smelled like it was burning and was not able to boot up was not confirmed. Analysis found the programmer had end of life. No additional adverse patients were reported. If information is provided in the future, a supplemental report will be issued.